Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a high-priority alarm "downstream occlusion (dso)". This high priority alarm event pauses the delivery of the pump until the error is addressed. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
D9: date unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was missing. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The dso sensor was faulty. No repairs were performed as the device was at the end of support.